Event description:
It was reported that the pump was not delivering boluses. The customer experienced an elevated blood glucose (bg) level of "high"; although specific value was not provided. A cartridge change was performed to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Drafted.